Event description:
It was reported that this pacemaker experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The device exhibited oversensing and pacing inhibition over two seconds. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The device exhibited oversensing and pacing inhibition over two seconds. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced.

Event description:
It was reported that this pacemaker experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The device exhibited oversensing and pacing inhibition over two seconds. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The device exhibited oversensing and pacing inhibition over two seconds. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced. Additional information was received, a connection anomaly due to the sealing ring was reported. No additonal adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker experienced a safety switch due to pacing impedance high out of range. Technical services (ts) was consulted and recommended further testing for noise. Noise was able to be recreated. The device exhibited oversensing and pacing inhibition over two seconds. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced. Additional information was received, a connection anomaly due to the sealing ring was reported. No additonal adverse patient effects were reported.